Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during rib plating procedure the screwdriver that was being used was not driving the screw into the bone. The screwdriver head was rotating the screwdriver blade when normal pressure was asserted, but when engaging the screw head the screwdriver was unable to drive the screw into the rib. It may be the fact that there was too much torque applied to the screwdriver blade and it was releasing rather than driving the screw. The 90' screwdriver and the 90' drill handles were switched so it was an entirely new handle. This handle worked fine. There was no surgical delay. Procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot; part: 03.505.004; lot: 8186237; manufacturing site: selzach; supplier: (B)(4). Release to warehouse date: 28. Mar. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background:10/22/2019: updated event description: it was reported that on (B)(6) 2018, during rib plating procedure the screwdriver that was being used was not driving the screw into the bone. The screwdriver head was rotating the screwdriver blade when normal pressure was asserted, but when engaging the screw head the screwdriver was unable to drive the screw into the rib. It may be the fact that there was too much torque applied to the screwdriver blade and it was releasing rather than driving the screw. The 90' screwdriver and the 90' drill handles were switched so it was an entirely new handle. This handle worked fine. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: matrixrib screwdriver blade (part #: 03.501.750, lot #: u271185, quantity #: 1), shaft for 90 degrees screwdriver (part #: 03.505.003, lot #: 8187153, quantity #: 1), shaft for 90 degrees screwdriver (part #: 03.505.003, lot #: 8187549, quantity #: 1). This complaint involves one (1) devices. Investigation flow: device interaction. Visual inspection: handle for 90° screwdriver was received at us cq. Upon visual inspection at cq, it is observed that there is no physical damage except minimal wear which would not contribute to the complaint condition. Functional test: functional test was performed at cq. The device was assembled with the shaft for 90 degree screwdriver. The device was working as it was intended without any defect. Document/ specification review: no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, functional test, and document/specification review were performed as part of this investigation. The device was working as it was intended without any defects. Thus, the complaint cannot be confirmed. A definitive root cause could not be determined why the customer experienced the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: dzj, hxx. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during rib plating procedure the screwdriver that was being used was not driving the screw into the bone. The screwdriver head was rotating the screwdriver blade when normal pressure was asserted, but when engaging the screw head the screwdriver was unable to drive the screw into the rib. The 90' screwdriver and the 90' drill handles were switched so it was an entirely new handle. This handle worked fine. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) handle for 90° screwdriver. This is 1 of 1 for report (B)(4).